Event description:
The customer contact reported that during testing at the user facility, it was noted that the device ac power cord was charred. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No add'l info was provided.

Manufacturer narrative:
Testing and investigation found that the ac power cord has a damaged black wire prong and there was a burnt mark on the damaged black wire prong of the ac power cord. There was charring and smoke residue on the white wire prong. A continuity test found the wires of the ace power chord had constant continuity, and therefore there were no shorts between wires. No probable cause for the charred ac power cord was determined during testing. The report represents all the info known by the reporter upon query by hospira personnel.